Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had failed firmware. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was returned for repair in used condition. Visual evaluation found peeling downstream occlusion dso seal. This device has not been serviced in the past. Primary problem of alarming error code of 44000 was duplicated. The cause of the problem is the main board is malfunctioning. Replaced the board to correct the issue. The passed all functional testing after the repair.